Event description:
Caller reported the button on the pump is non-functional. Caller stated button "a" is blocked. No adverse event reported. The pump can not be sent for investigation due to custom and legal issues in russia.

Manufacturer narrative:
The event occurred in (B)(6). (B)(4) law doesn't allow product return.